Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller and six (6) batteries ((B)(4) ) were returned for evaluation. Failure analysis of (B)(4) and (B)(4) revealed that the batteries passed visual inspection and functional testing. Failure analysis of (B)(4) revealed that the batteries passed visual inspection. Functional testing of these batteries revealed abnormalities relating to the relative state of charge (rsoc). The batteries were not estimating the capacity accurately. This is an additional observation not related to the reported event, which can most likely be attributed to estimation errors. Failure analysis of the returned controller revealed the controller passed functional testing. Visual inspection revealed contamination within both power ports of the controller, likely due to the handling of the device. Supplemental testing was performed on the controller and the test results revealed that the gold-plating of the pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log file revealed premature power switching events that were due to momentary disconnections in volving (B)(4) , as well as momentary disconnections that did not lead to premature power switching events involving (B)(4) . A momentary disconnection will result in an audible tone or "beep." When a battery disconnects, the indicator lights on the controller will turn off; upon the battery¿s reconnection, the indicators will turn back on, which corresponds with the reported "flashing" of the battery symbol on the controller. As a result, the reported event was confirmed. A power source lubrication procedure had been performed on (B)(4) in accordance with the requirements under fsca (B)(4) on (B)(6) 2018. An additional power source lubrication procedure was performed on (B)(4) on (B)(6) 2019. The most likely root cause of the reported event can be attributed to momentary disconnections due to contamination of the controller power ports and/or due to temporary corrosion of the controller-port/power-source pins. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information and correction. Correction h10: the battery serial number was corrected from (B)(4). Additional information was received regarding the return of the products. Additional products: d1: battery d4: serial #: (B)(4), d10: yes, (B)(6) 2020 h3: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes d1: battery d4: serial #: (B)(4). D10: yes, (B)(6) 2020 h3: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes d1: battery d4: serial #: (B)(4), d10: yes, (B)(6) 2020 h3: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes d1: battery d4: serial #: (B)(4).d10: yes, (B)(6) 2020 h3: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes d1: battery d4: serial #: (B)(4).d10: yes, (B)(6) 2020 h3: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes d1: battery d4: serial #: (B)(4). D10: yes, (B)(6) 2020 h3: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes investigation of this event is pending and a supplemental report will be sent upon its completion.medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: heartware ventricular assist system ¿battery, model #: 1650de/ catalog #: 1650de / expiration date: 31-dec-2017 / serial or lot #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 31-dec-2016. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿battery, model #: 1650de/ catalog #: 1650de / expiration date: 31-dec-2017 / serial or lot #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 31-dec-2016. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿battery, model #: 1650de/ catalog #: 1650de / expiration date: 31-mar-2018 / serial or lot #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 31-mar-2017. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿battery, model #: 1650de/ catalog #: 1650de / expiration date: 31-dec-2017 / serial or lot #: (B)(4), UDI #:(B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 31-dec-2016. Labeled for single use: no.(B)(4). Heartware ventricular assist system ¿battery, model #: 1650de/ catalog #: 1650de / expiration date: 31-dec-2017 / serial or lot #: (B)(4) ,UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 31-dec-2016. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿battery, model #: 1650de/ catalog #: 1650de / expiration date: 31-dec-2017 / serial or lot #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 31-dec-2016. Labeled for single use: no. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's batteries were giving a single audible beep and flickering occasionally. The patient could not identify which batteries were causing the beeping and possible power switching. No alarms related to the battery were noted. The batteries were previously lubricated but still exhibited power switching. The ventricular assist device (vad) coordinator also stated that the battery symbol was flashing on the screen of the controller. The controller and all six batteries were exchanged. No patient complications have been reported as a result of this event.